Event description:
My son never felt right after baclofen pump implant and started having seizures and spikes and flats in eegs, he has now gone into status epilepticus several times since the baclofen pump was implanted. He had not had a seizure in (B)(6), before pump implantation.